Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and inspected the provue. Inspections showed that the instrument is ok and within specification. The inspections were done per current service documentation. The fe performed service diagnostics and all test passed. The customer ran and passed qc. The instrument is operating as expected. No repairs needed. (B)(4)

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel in the antibody screen test. No erroneous results were reported.